Event description:
Erroneous glucose result reported as 200mg/dl and erroneous creatinine reported as 1.8mg/dl at 18:46. Tech realized instrument malfunctioned. Instrument removed from service. Specimens reanalyzed on alternate instrument. Glucose result corrected to 134mg/dl and creatinine result corrected to 0.7mg/dl at 21:05.======================manufacturer response for lab analyzer, roche integra 800 (per site reporter).======================the instrument removed from service. Manufacturer was contacted. Field service engineer replaced bad valve, ran system checks and performed quality control. All checks and qc were in acceptance range and instrument was put back into service.